Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Pain and recurrence of symptoms were indicated. Product was used for therapeutic treatment. The following procedures were listed in the report: laparoscopic sacral colpopexy, laparoscopic bilateral salpingooophorectomy, laparoscopic lysis of adhesions and enterolysis, transobturator tape placement, cystourethroscopy.